Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system drawer 4 emitted smell at the back of the station. The field service engineer (fse) inspected the controller board for thermal damage after detecting a burnt smell, but found no carbon shot on wires or boards. The solenoid was checked and showed no thermal damage or browning on its shield. The controller board was replaced. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had drawer 4 failure and emitted a burning smell and a little smoke. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.